Event description:
Failure of audible alarm reported. The pump was in use infusing a milrinone solution at 15.3ml/h. The pt was ambulatory and actively involved in his care. At one point in time, he noted that the pump display read occlusion (and thus was not infusing), however, no audible alarm had sounded. It was not known how long the pump was in the alarm condition; it was thought that the pt noted it shortly after the condition; it was thought that the pt noted it shortly after the occlusion occurred. The pt did not experience any adverse effects. The pump was switched out. No additional info was available.